Event description:
It was reported that the user experienced intermittent delay when attempting to wake the ilet device while it was positioned in a waistband with the screen against the skin, and the device surface felt warm; the device subsequently responded and functioned. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health or medical intervention. Investigation included user education and troubleshooting to adjust device placement to avoid potential pressure on the sleep/wake button and to use the clip or face the screen outward. Investigation of this case revealed that inadvertent mechanical pressure on the sleep/wake button likely contributed to the brief wake delay, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user-related interaction with the device¿s sleep/wake control.